Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to the cover was broken by chemical attack due to adhesin of chemicals such as anti-fog agent, or the cover was attached to the scope in inappropriate way (such as pushed at a tilt) and broken. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: operation manual includes the preventive measures in chapter 3 ¿ 3.5. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported on behalf of the customer that, during a therapeutic endoscopic retrograde cholangiopancreatography, it was discovered that there were cracks in both the bottom center of the evis lucera elite duodenovideoscope as well as along the tear-off line of the distal cover. The issue was noticed at the end of the procedure, after the scope was withdrawn from the patient. The device had been inspected before use, and the issue did not cause a delay. The procedure was completed using the same device. There were no reports of patient or user harm associated with this event. The device was in use with product number maj-2315 (the distal cover), for which a complaint was also generated; please see patient identifier (B)(6) for additional details.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.